Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the access port; however, intuitive surgical, inc. (Isi) has not received the product for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the access port tore in a visible spot. This resulted in a sudden loss of insufflation. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the access port was not extensively inspected as it was assumed that there were no defects. It was intact at the beginning, as we used it for around 1.5 hours without any problems. The customer opened a new access port to correct the issue. There was no injury to the patient.